Event description:
A (B)(6) male patient underwent a percutaneous coronary intervention procedure on (B)(6) 2008 at which time a stent was placed at the left anterior descending artery. Access was gained to the right femoral artery and a 5 french procedural sheath placed for initial angiography. At the end of the angiographic procedure a 6 french procedural sheath was placed by a second interventional cardiologist for stent placement. Intra-procedural medication included integrillin and heparin. A femoral angiogram was then done to assess patient's suitability for mynx vascular closure. Mynx was deployed without incident by the physician who performed the intervention per the IFU to achieve immediate hemostasis. Initial results suggested hemostasis was complete. Approximately 10 minutes post procedure, the patient complained of pain at the groin site and it was noted that the right leg was mottled, with faint distal pulses. Doppler ultrasound documented a right sfa occlusion and the patient was sent to surgery to restore flow. The surgical report indicates a common femoral artery cutdown combined with angioplasty was performed to treat multiple thrombotic segments. Flow was successfully restored, the patient tolerated the surgical repair well.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.